Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including an ipg, on (B)(6) 2006. It was reported the pt disabled her stimulation by using the ipg magnet; however, when she attempted to enable the therapies via the pt programmer, no response could be elicited from the ipg. A new pt programmer was sent to the pt. Attempts to obtain additional information regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.